Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced bacterial peritonitis coincident with automated peritoneal dialysis (apd) therapy. The cause of the peritonitis was unknown. The patient was hospitalized on the same day as onset of the peritonitis event. The patient was treated with vancomycin and cefepime (intraperitoneally, doses, frequencies and duration not reported) for the event. Seven days after hospitalization, the patient was discharged from the hospital and had recovered from the peritonitis event. Pd therapy was ongoing. Additional information was requested but is not available.